Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing detached from the quick release at night. The patient's blood glucose level was reported as 400 mg/dl and it was treated with a pump on a new set. The patient was not hospitalized. No further information available.